Event description:
The pt experienced an infection . As a result of the infection, the pt was admitted to the hosp in 2003, where they subsequently expired on or about one day later. The MFR's territory manager spoke with the nephrologist who stated that the infection was under the valve in the pocket. They experienced septicemia and subsequently expired (autopsy was performed). No additional info was provided at this time.